Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 180062: (B)(4) items manufactured and released on 08 march 2018 expiration date: 2023-04-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205. Lot 178996: (B)(4) items manufactured and released on 11 may 2018. Expiration date: 2023-04-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager on 29 august 2018. Femoral stem and head do not show any particular sign to report except for the extraction procedure marks and scratches. Failure cause due to leg length discrepancy.

Event description:
The patient came in complaining of a leg length discrepancy 15 days after primary surgery. The surgeon revised the head and stem.